Event description:
It was reported that the patient underwent a 2-level acdf using allograft femoral rings and rhbmp-2/acs supplemented with anterior cervical plate fixation. Flosseal was used extensively for hemostasis, but was not washed out prior to closing. At 2 days post-op, the patient had reportedly developed a swollen, weeping surgical wound. A surgical intervention was performed at that time to irrigate and debride the wound due to concern over infection. During the intervention, it was noted that the patient had developed white, fibrous tissue scattered throughout the surgical site, under the anterior cervical plate, and all the way to the femoral rings. The white substance was described as "cheesy" in appearance. The implants were all left intact. Bacterial cultures of the site were negative for growth. The patient's swelling resolved almost immediately post-intervention. The surgeon now believes that the observed phenomenon was most likely due to the implanted flosseal.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Additionally, it is the belief of the reporting surgeon that the use of another manufacturer's product most likely lead to the observed phenomenon. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.